Manufacturer narrative:
The insulin pump received compromised force sensor system alarms during the prime/compromised force sensor system alarm test due to moisture damage on the force sensor resistor. They also found corrosion on the motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was trying to refill his infusion set but the insulin pump said compromised force sensor system. Customer pressed a button and got a countdown. Customer stated that the pump reset and now he's refilling the tubing and can't get past the fill tubing. Customer's blood glucose is 281 mg/dl. Customer stated that the insulin is squirting out during the manual prime process. Customer stated that his blood glucose readings have been high the last couple times like today and last night. Customer's blood glucose dropped to 233 mg/dl. Customer stated that he doesn't have a back-up plan. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.